Event description:
Per the clinic, the patient experienced an infection at the implant site, resulting in the extrusion of the electrode array.

Manufacturer narrative:
(B)(4). Implanted device remains.